Manufacturer narrative:
The investigations found for 7 of the events the investigation did not identify a product or reagent problem. The cause of the event could not be determined. The investigations for 2 of the events were still ongoing. The follow up/corrective actions for 3 of the events was to test the patient sample at an investigation site, for 1 of the events the patient sample was not available for further investigation, for 3 of the events there was no followup/corrective actions, and for 2 of the events the followup/corrective actions have yet to be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events. Erroneous high results were generated by a cobas 8000 e 602 module, a cobas 6000 e 601 module, and a cobas e 411 analyzer. The events involved a total of 9 patients with erroneous elecsys ft4 iii assay results. For 6 patients, the patients' ages ranged from 17 days to 70 years old. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were 3 females and 2 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided

Manufacturer narrative:
For one of the remaining events, sample from the patient was submitted for investigation and an interfering factor against a component of the reagent was identified. This interference is documented in product labeling for the assay. The investigation for the other remaining event did not identify a product problem. The cause of the event could not be determined.